Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Furthermore, the lead showed high impedance. The lead was capped and replaced.

Event description:
It was reported that the physician detected that the lead impedance was progressively getting higher than normal for the last several months the lead remains in use. No patient complications have been reported as a result of this event.